Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that he was still connected. The baxter technical service representative (tsr) had the hp cycle power. The hc went to press go to start and then the tsr had the hp disconnect and remove cassette to discard supplies. The tsr explained the alarm and assisted hp to clear alarm. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed. The assignable cause was undetermined. The device had been discarded and the lot number was unknown, a batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.